Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was going great but my first sensor died 5 days early. When I put on my new sensor it gave me an error while in process of pairing that my session ended early...that sensor got wasted. Upon removing this 2nd sensor, the needle broke off the sensor and now I think it's still in my skin, now I'm dealing with my dr, I'm not on insulin and want to reduce finger pricking